Event description:
Technician alleged that the brake casters were not locking into brake. No injury reported.

Manufacturer narrative:
The technician found that all brake casters were worn out. The technician replaced two active brakes and two total lock brake casters to resolve the issue.